Event description:
It was reported that the user dropped the ilet, the device separated and broke open, and the screen function became intermittent, though the user continued operating the device with a rubber band and later contacted customer care after guidance from a healthcare professional. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or activities. Investigation included troubleshooting with the user and arrangement of a replacement device. Investigation of this case revealed physical damage to the device housing and display assembly consistent with accidental drop, resulting in compromised enclosure integrity and intermittent screen accessibility. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to mechanical damage.

Manufacturer narrative:
Investigation description. The device was received with the screen no longer adhered to the housing. Rtv sealant was found to have separated cleanly to only side of the bonding interface. This implies that primer was likely not applied at the time of manufacturing. The screen ribbon cables were found to be heavily worn due to the pulling of the screen from the housing.